Manufacturer narrative:
Other applicable components are: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient's surgeon screwed up and one ins was high and the other one low, so they went back and fixed that. The devices were moved and anchored so they wouldn't move around so much. This took place in the summer of 2014. There were no symptoms reported. No further complications were reported or anticipated.